Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent skin revision surgery on (B)(6) 2016. It was reported that the patient was placed under general anaesthesia during the procedure.